Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, scratched lens, and damaged battery compartment. The event history log was downloaded with nothing to note. Functional testing was performed and the device passed all testing. The root cause was determined to be the damage found by visual inspection. The dso seal, lens, battery compartment, and air detector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
No information was provided about the returned product. There was unknown patient involvement and unknown patient harm.